Manufacturer narrative:
The explanted lead was not returned to boston scientific, therefore, the clinical observations could not be confirmed. Should additional information become available an amended report will be submitted.

Event description:
Boston scientific received information that shortly after the implant procedure; this right ventricular lead exhibited loss of capture and high thresholds due to the unstable position of the lead. The decision was made to explant the lead and device. It was felt that the tortuous patient anatomy contributed to the issues observed with the right ventricular lead. The patient was referred to another hospital where a new implant procedure took place. A new right ventricular lead and device were successfully implanted. No additional adverse patient effects were reported.